Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) passed screening three weeks ago after receiving the device. The patient pass in primary and secondary however, failed in alternate. It was noted, since getting the device there is t wave oversensing which resulted in one inappropriate shock. It appears that when the patient is drinking there is an increase in episodes. Technical services (ts) reviewed the device data and confirmed there is a significant increase in t waves. Ts recommended troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.